Manufacturer narrative:
Veeva case: (B)(4).

Event description:
He had blisters all kinds of stuff all the way cause his throat; he had sores all kinds of stuff all the way cause his throat [throat blister]. He had sores all kinds of stuff all the way cause lips [sores lip]. He had blisters all kinds of stuff all the way cause his mouth [blistering of mouth]. He had sores all kinds of stuff all the way cause his mouth, has these sores in his mouth [sores mouth]. He had blisters all kinds of stuff all the way cause lips [lip blister]. He had blisters all kinds of stuff all the way cause all the way down to the stomach; he had sores all kinds of stuff all the way cause all the way down to the stomach [blister]. He got allergic to mint [mint allergy]. Case description: on 2025-04-30 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). The report concerns a male consumer of unknown age. The consumer received biotene (glycro oromucosal spray, solution) for indication dry mouth. Dose, frequency, batch number, and expiry date of suspect were unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting biotene, the consumer experienced a medically significant event he had blisters all kinds of stuff all the way cause his throat, he had sores all kinds of stuff all the way cause his throat (preferred term: oropharyngeal blistering) and non-serious events he had blisters all kinds of stuff all the way cause all the way down to the stomach, he had sores all kinds of stuff all the way cause all the way down to the stomach, he got allergic to mint, he had blisters all kinds of stuff all the way cause his mouth, he had sores all kinds of stuff all the way cause lips, he had sores all kinds of stuff all the way cause his mouth, has these sores in his mouth, and he had blisters all kinds of stuff all the way cause lips, (preferred term: blister, food allergy, oral mucosal blistering, cheilitis, stomatitis, and lip blister). The outcome of the events oropharyngeal blistering, blister, food allergy, oral mucosal blistering, cheilitis, stomatitis, and lip blister was unknown. The consumer's relevant medical history includes blind (ongoing), and disabled veteran (ongoing), chemo (not ongoing). No drug history was reported. The action taken for biotene was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality of the events oropharyngeal blistering, blister, food allergy, oral mucosal blistering, cheilitis, stomatitis, and lip blister were considered as not reported/ not assessable with suspect biotene. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I am calling about my husband - he is blind. He's a 100 percent disabled veteran and um we get they, uh, the va put us on cause he had the some of the medications he's on causes him to have extreme dry mouth when I was at the redacted, I saw that it was available in a spray - biotene so I started buying him the spray myself so he could, you know, be more comfortable, man, the spray helps.it was horrible. He had blisters and sores and all kinds of stuff all the way cause lips, his mouth, his throat, his, all the way down to the stomach, but it was nightmarish. Anyway, that's when we got started getting this stuff and um the problem is that since he did that chemo, it seems like he has become allergic to mint, all any mint. But it has a problem for him. Uh, ever since he had chemo, he has his mouth changed he got allergic to mint and has these sores in his mouth and it's really terrible". Case product: biotene device MFR number: 3012293198-2025-00164. Suspect was reported as biotene mouth spray 1.5oz.